Event description:
Per (B)(6), "cne": patient reported being currently hospitalized with a central line infection. Home health nurse came out monday (B)(6) 2024 to change dressing and informed the patient that their site looked infected and instructed the patient to report to the hospital. Patient reports site has redness, drainage, burning and itching. Patient went to the hospital on (B)(6) 2024 and is currently admitted. Line is still in place and patient is receiving antibiotics. No further information. Reported to (B)(6) by health professional.